Event description:
The surgeon attempted to insert the micl13.2 implantable collamer lens on (B)(6) 2012 and the lens got stuck in the injection system. There was patient contact but the lens was not inserted. No patient injury. The reporter stated that this was the first time their facility used the nanopoint injection system and the tech could not get it to unfold properly during loading. Therefore, the incident was due to a loading error/learners curve.

Manufacturer narrative:
(B)(4):visual inspection of the returned lens showed the lens was returned in liquid and a piece of both haptic plates were torn off and missing. (B)(4).